Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that expiratory channel and pressure transducer printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).